Event description:
The customer is seeing higher wbc counts in their flagged and routine qc platelet products and would like the run data files investigated to determine if there are any problems with the machine. There was not a transfusion recipient or pt involved at the time of the residual while blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to alleged device malfunction that has the potential for injury.

Event description:
The customer later provided the donor unit numbers, dates, wbc counts and lot numbers of some of the incidents involved in their collective complaint. Donor unit #(B)(6): (B)(6) 2012; wbc count 1.3e6; lot #01u3113. Donor unit #(B)(6): (B)(6) 2012; wbc count 1.68e6; lot #02u1105. Donor unit #(B)(6): (B)(6) 2012; wbc count 2.6e6; lot #02u1105. Donor unit #(B)(6): (B)(6) 2012; wbc count 2.15e6; lot #02u1105. Donor unit #(B)(6): (B)(6) 2012; wbc count 1.2e6; lot #02u2117.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable sets were unavailable for return and investigation. The five procedures in march where the wbc content was higher than expected were reviewed. The rdf analysis shows that one of the procedures (unit # (B)(6)) had an rbc spillover during blood prime. This rbc spillover resulted in the trima flagging the platelet product to be verified for wbcs and could be the cause for the higher than expected wbc content. Another procedure (unit # (B)(6)) had a potential wbc contamination detected during the procedure. This occurs when trima detects signals that are consistent with a wbc contamination. This signal also resulted in the trima flagging the platelet product to be verified for wbcs and could be the cause for the higher than expected wbc content. The other three procedures (unit # (B)(6)) were not flagged by trima to verify wbc but were tested during routine qc. The device history records (DHR) were reviewed for all three lots for this event. There were no events noted in the dhrs that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. According to the customer's report, the qc results were within the FDA guidelines of < 5.0 x 10^6. There were no signals/events in the run data files that would cause a system message to verify wbcs in the product. No unusual process variables were identified in the run data files and the trima accel system operated as intended. It also cannot be ruled out that these results were caused by a sampling or other process error. Based on the available information, no problems with the machine are suspected.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A f/u report will be provided.